Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula, and fluid was able to flow through the fluid path with no signs of struggle. No evidence was found that would result in the cannula dislodging from the infusion site, and no evidence was found that would result in a failure of the adhesive pad to adhere; a root cause for these reported events could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 600 mg/dl despite multiple boluses while wearing the pod between 4 and 24 hours. The pod reportedly did not adhere to the infusion site (arm), causing the cannula to dislodge. Upon removal of the pod, the cannula was found bent. Ketones were checked and found to be small. As treatment, a new pod was applied and boluses were administered. Additionally, manual injections were administered, the patient drank water and exercised. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) bolus(u): (B)(6) 2020: dinner time 252 3.05, 10:19pm 400-600+ n/a, 11:30pm 590 4.00. (B)(6) 2020: 3:16am 555 4.00, 9:49am 306 9.55, 2:25pm pod removed, 2:47pm n/a 2.70, 3:09pm 591 8.00.